Event description:
It was reported that during the implant of the his lead, suitable thresholds could not be obtained. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.